Manufacturer narrative:
(B)(4). Carefusion dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The field service representative evaluated the device, reproduced the complaint and determined that the cause of the reported event was that the device was out of calibration. The field service representative ran the device through a complete calibration & checkout per the service manual. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
The user facility representative reported that during testing the device's exhaled volume (vte) reading was 350ml with a setting of 450ml. There was no patient involvement reported.